Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support. Unable to verify the motor error and excessive no delivery alarms due to the alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, broken battery tube threads, a missing end cap sticker and a missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error, then no delivery, and then a compromised force sensor system. The patient's blood glucose at the time of incident was high, and after treating with an manual insulin injection they felt better. Their blood glucose was currently 5.2 mmol/l. During troubleshooting the customer discovered a flush drive support cap. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.